Manufacturer narrative:
The reported event has been determined to be an post-placement/pre-load implant failure. This implant loss suggests that the source of the problem was likely to stem from procedural errors and/or the lack of osseointegration. The loss of integration or the non-integration of an endosseous dental implant is a known inherent risk of the procedure as described in this product's instructions for use. Patient's medical history of hypertension and smoking may have contributed to a weakened oral cavity. Physical analysis was not performed. Item was not returned to manufacturer.

Event description:
No osseointegration of implant. Bone loss, infection, mobility and pain was reported at time of implant failure. Other causes are peri-implantitis and mucositis.